Manufacturer narrative:
The getinge field service engineer (fse) evaluated the iabp unit and installed a new display top lcd assembly to address the issue. The fse performed functional testing and the unit passed all checks. The iabp has been cleared for clinical use.

Event description:
It was reported that a pixel was missing on the top display of the cardiosave intra-aortic balloon pump (iabp). This issue was discovered during installation of the iabp performed by a getinge field service engineer (fse) and is considered an out of box failure. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The failed out of box display was returned to getinge's national repair center (nrc) for failure analysis. A technician inspected the display with no visual damage observed. The display was then installed into a cardiosave test fixture and tested to factory specifications per the cardiosave service manual. The nrc verified a missing pixel. The display defect specification per test specification states that one defect dot is allowed. The display passed testing. The customer was previously accommodated with a new display. This complaint is not an out of box failure, as the display passed testing. The display will be retained in the nrc per procedure.

Event description:
It was reported that a pixel was missing on the top display of the cardiosave intra-aortic balloon pump (iabp). This issue was discovered during installation of the iabp performed by a getinge field service engineer (fse) and is considered an out of box failure. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The initial reporter's full name was abbreviated as the name exceeded maximum character limit. The complete name is, " (B)(6)" whom is a getinge employee that has different contact details from that of the event site, with the following contact information: (B)(6). Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that a pixel was missing the cardiosave intra-aortic balloon pump (iabp) top display. This issue was discovered during an installation. There was no patient involvement and no adverse event was reported. This is an out of box failure.